Event description:
It was reported that pump experienced malfunction alarm with malfunction code 9, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without recurrence of malfunction, and was advised to continue using pump and to call back if problem happened again.